Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, global search was not working to follow up after system upgrade. Had as error message as object reference not set at an instance of an object. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.